Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 19540834, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 19556940, model/catalog description: precision spectra ipg kit. Model number/catalog number: sc-9218-15, serial number: (B)(4), batch/lot number: 18765433 / 19076122, model/catalog description: precision m8 adapter 15cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was suspected with a spinal infection. The physician believed that the infection was not device related. The patient underwent on a lead replacement procedure and was doing well postoperatively.